Event description:
It was reported that during an endovascular procedure there was resistance when the subject coil was advanced through the middle of the microcatheter. The subject coil got stretched and prematurely detached after repeated repositioning. The procedure was completed successfully by replacing the device. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer was the device was prepared as per the dfu, that there was no damage noted to the packaging prior to opening and the device was confirmed to be in good condition during preparation/prior to use on the patient, and that continuous flush was set up and maintained during the procedure. The patients anatomy was very meandering, this may have contributed to the reported friction felt during the procedure. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned. H3 other text : the device is not available to the manufacturer

Event description:
It was reported that during an endovascular procedure there was resistance when the subject coil was advanced through the middle of the microcatheter. The subject coil got stretched and prematurely detached after repeated repositioning. The procedure was completed successfully by replacing the device. No clinical consequences were reported to the patient due to this event.